Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the competitor's foot pedal monopolar cord was connected to a generator and after the surgeon used the device several times, it caught fire near the connection closest to the generator. The cord severed and fell onto drape not near to the patent's body. The spark/fire were extinguished right away. There were no patient injury.